Event description:
During a follow up phone call the customer stated that they had problems with their sensors. There were discrepancies between the sensor glucose values and the blood glucose values. Because of the low sensor glucose value the insulin pump had gone into threshold suspend mode; the insulin pump was set up to shut off when the customer's sensor glucose value was below 65 mg/dl. When the customer checked their blood glucose at the time of the incident, it was above 200 mg/dl. The sensor had caused many calibration error alarms and change sensor alarms. The insulin pump kept beeping nonstop. The customer stated that their sensor was charging, at home, and they would call back for troubleshooting. The customer's blood glucose was unknown at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-29106.